Event description:
It was reported that the external pulse generator (epg) was used with a patient waiting for a pacemaker implantation, and during the night, the epg stopped pacing, and the patient presented with a cardiac arrest, was reanimated, intubated, and placed on a ventilator. The battery was changed in the epg; however, the indicator light kept blinking; therefore, return of the epg is pending. No further patient complications were reported as a result of this event. The epg was subsequently returned for analysis.

Event description:
It was reported that the external pulse generator (epg) was used with a patient waiting for a pacemaker implantation and during the night, the epg stopped pacing and the patient presented with a cardiac arrest, was reanimated, intubated, and placed on a ventilator. The battery was changed in the epg; however, the indicator light kept blinking; therefore, return of the epg is pending. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information was received and indicated the patient is deceased and died of a "heart attack" while using the epg. Additional information received indicates the patient did not have a heart attack and die. The patient recovered, and is alive.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information was received and indicated the patient is deceased and died of a "heart attack" while using the epg.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Additional information was received and indicated the patient is deceased and died of a "heart attack" while using the epg. Additional information received indicated the patient did not have a heart attack and die. The patient recovered and is alive. Evaluation summary: (B)(4) analysis confirmed the reported event. The battery contacts were contaminated, which caused an intermittent connection of the battery. Visual inspection of the battery case also revealed it was contaminated with a white cleaning solution.

Event description:
It was reported that the external pulse generator (epg) was used with a patient waiting for a pacemaker implantation and during the night, the epg stopped pacing and the patient presented with a cardiac arrest, was reanimated, intubated, and placed on a ventilator. The battery was changed in the epg; however, the indicator light kept blinking; therefore, return of the epg is pending. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.